Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient stated that the insulin does not exit tubing with plunger push, insulin exit greater than normal resistance. No further information available.